Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. The customer reported an elevated blood glucose (bg) level of 248 (mg/dl). A manual injection was administered to address bg level. It was indicated that injection were available for diabetes management.